Event description:
It was reported that a flogard infusion pump presented a battery low alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The sample was visually inspected, functionally tested and the alarm log was reviewed. The reported condition of a battery low was not verified. The device was found to operate within specification. A service history review revealed no previous service events were related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.